Event description:
It was reported that balloon rupture occurred. The 75% stenosed lesion was located in a mildly tortuous and moderately calcified vessel. A 3.50mm/1.5cm/140 cm small peripheral cutting balloon was selected for used. However, during third inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. It was further reported that 3 inflations were performed. The first and second inflation were at 6 atmospheres and the third inflation was at 10 atmospheres.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from the distal end of the tip of the device. The balloon and blades of the device were visually and microscopically examined, and no issues were noted. The shaft was completely detached at the shaft to distal tip bond.this type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector during preparation without applying enough vacuum to the device. A visual and microscopic examination of the markerbands and tip sections of the device identified no damage or any issues with the markerbands or tip of the device. A visual and tactile examination identified multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed lesion was located in a mildly tortuous and moderately calcified vessel. A 3.50mm/1.5cm/140 cm small peripheral cutting balloon was selected for used. However, during third inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.